Event description:
It was reported that all markers on an auto mode switch (ams) electrocardiogram (egm) were suspected to be anomalous on the implantable cardioverter defibrillator (ICD). It was unknown whether the ams was appropriate or inappropriate. Further information received notes the ICD was being monitored. There had been no issues observed since the initial observation. There had been no patient symptoms or complaints. The patient was to be scheduled for a routine generator change in the future unrelated to the event. The patient was stable.